Event description:
The customer reported via phone call that they had diabetic ketoacidosis during a clinical study with the insulin pump. The customer stated they were pregnant at the time of the study. The customer also reported the event threatened the customer's pregnancy. It was found the customer was hospitalized on (B)(6) 2015. It was not concluded if the insulin pump was cause behind the customer's adverse event. Customer's blood glucose was 232 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.